Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt mentioned having a previous ins explanted due to the ins turning on and off; ins was not holding charge. Pt made an appointment with doctor who recommended getting a new ins implanted. No patient symptoms reported.